Manufacturer narrative:
On 12-mar-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-apr-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and after it was the body and was pulled out, a substance was noted to be attached to the tip of the catheter. The substance was white and soft, "almost like a wet fiber". This was not noticed when the catheter was tested for irrigation before going into the body. The medical team believed that it was not tissue, since it was attached to the catheter. No ablation had been performed with this catheter. The catheter was replaced. The case continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, microscopic examination, irrigation, and fourier transformed infrared spectroscopy (ft-ir) of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the photo provided by customer, foreign material like a wet fiber attached on the device's tip was observed; however, during the visual inspection no foreign material were observed. And irrigation test was performed and the device was irrigating correctly. No irrigation issues were observed. No foreign material was observed on the tip. A microscopic examination of the dome was performed and small occluded holes were observed from outside, then the dome was dissected and evidence of foreign material on the hole was also observed. An ft-ir test was performed and results revealed that the infrared spectrum obtained from foreign material exhibited the characteristic infrared spectrum for cellulose-base material. A manufacturing record evaluation was performed for the finished device number lot 31195891l and no internal action related to the complaint was found during the review. The foreign material issue reported was confirmed based on the photo provided by the customer and the ft-ir result, since the cellulose-base material could be related the issue reported by the customer. The potential cause of the issue in the tip can not be determined and the source of origin of the foreign material remains unknown. The instructions for use contain the following warnings and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and after it was the body and was pulled out, a substance was noted to be attached to the tip of the catheter. The substance was white and soft, "almost like a wet fiber". This was not noticed when the catheter was tested for irrigation before going into the body. The medical team believed that it was not tissue, since it was attached to the catheter. No ablation had been performed with this catheter. The catheter was replaced. The case continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).